Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire technical support reviewed the information given by the customer and provided troubleshooting steps. After performing calibration and ovp (operational verification procedure) the unit is working fine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator fio2 (fraction of inspired oxygen) is out of specification at 50 and 60 setting. At this time, there is no information regarding patient involvement associated with the reported event.